Event description:
It was reported that after performing the 2000 hour component replacement the device was failed calibration for flow. They had ran a functional check and the circulation pump command (cpc) was at 71 percentage. They discussed this was indicative of an air leak in light of them replacing these components. Suggested recheck connections to the manifold and the tubes in the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had still failed calibration. They were unaware what error was provided during calibration. They asked them to rerun the calibration and call them back while the error screen was displayed. They called back a second time and would like to send the device in for assessment. After performing the 2000-hour component replacement, the device was failed calibration for flow and run a functional check and the circulation pump command (cpc) was at 71percentage. They discussed this was indicative of an air leak in light of replacing these components and suggested to recheck the connections to the manifold and the tubes in the tank.